Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope displayed an image artifact on the screen. The event occurred upon the start of a colonoscopy procedure while the patient was sedated. The procedure was completed with a similar device after a brief procedural delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A definite root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction "artifact on procedure screen" was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.